Event description:
Patient experienced hip pain. The patient had his liner exchanged and a longer femoral head was implanted.

Manufacturer narrative:
There is no indication or evidence to suggest the femoral head contributed to the event. A full investigation has been conducted and documented under pr. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient experienced hip pain. The patient had his liner exchanged and a longer femoral head was implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Patient requested the product.